Event description:
It was reported that the customer had a sensor problem of the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer stated that their was too much alarm and their was issues between the sensor glucose and blood glucose. The customer was thinking of putting new sensor. The customer was advised to call if she need help with sensor insertion. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.